Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller from inform system user facility reported neonate patient blood glucose results: 8:47 am - 41 mg/dl 9:07 am - 29 mg/dl (crlo) patient was treated with d10 at this point but caller doesn't know how much. 9:22 am - 58 mg/dl 9:39 am - 59 mg/dl 10:15 am - 29 mg/dl (lab reading) 10:15 am - 50 mg/dl (meter reading from same heelstick as the lab) 10:53 am - 67 mg/dl 11:42 am - 36 mg/dl (lab reading) 11:42 am - 55 mg/dl (meter reading from same heelstick as the lab) 12:52 pm - 47 mg/dl (lab reading) 12:52 pm - 58 mg/dl (meter reading from same heelstick as the lab) there was no report of any adverse effect to the patient based on the meter results. Caller stated he was not there when it happened, but he thinks the baby had an infection and was very stressed. The baby is fine today and all readings are as they should be. A request was made for the return of the meter, strips and controls, replacement meter sent.